Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a ladg procedure. During the fifth firing the sound of calibration was heard, the status indicators were illuminated blue but the surgeon could not return the knife to the initial position and could not open the jaws. The surgeon resected the distal end of the line using a electrosurgical knife and then removed the reload from the tissue. The case was completed using a manual handle. The adapter was reconnected to the handle the status indicators were illuminated blue and the jaws still could not be opened. The jaws could not be opened using the manual adapter tool either. The surgical time was extended more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage. Patient has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. The knife bar was herniated from the side of the reload with the jaws clamped. Both tissue and the buttress material remained clamped within the reload jaws. The h-limiters were present within the device. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.